Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device observed false downstream occlusion. The cause was identified to be downstream scale factor was out of specification. The device was sent for downstream pusher adjustment which resulted in the downstream scale factor to be within specification and therefor the force sensor was required to calibrated to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a false downstream occlusion. No additional information is available.